Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient had inaccuracies with the continuous glucose monitoring (cgm) compared to blood glucose (bg) meter. At the time of contact, no injury or medical intervention was reported.